Event description:
Edwards received information that a 23mm aortic pericardial valve was explanted after an implant duration of four (4) years and seven (7) months due to aortic stenosis. The device was replaced with a mechanical valve. The device was returned and evaluated. No patient records have been made available.

Manufacturer narrative:
Evaluation summary: heavy calcification was observed in the cusp areas of all leaflets. Free margins of leaflets 2 and 3 also exhibited moderate calcification near commissure 3. Calcification restricted mobility of all three leaflets and lead to stenosis. Minimal host tissue overgrowth encroached onto the tissue at the inflow aspect and into the orifice at the greatest point by approximately 2mm. Minimal host tissue overgrowth encroached onto the tissue at the outflow aspect and into the orifice at the greatest point by approximately 3mm. Host tissue was moderate at the stent inflow and minimal at the stent outflow. The x-ray demonstrated calcification, metal band distortion and wireform distortion at commissures 1 and 3. Entire sewing ring had been removed and the metal band was exposed around the valve on inflow aspect. Wireform was exposed at leaflet 1 on outflow aspect. These damages are most likely due to explant or implant. Method: # x-ray. The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. Based on our gross analysis, the clinical observation of stenosis was confirmed with calcification as the primary contributor and host tissue overgrowth as a secondary contributor. It is unknown if there were any patient contributing factors; therefore the root cause for calcification and host tissue overgrowth cannot be determined. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. The IFU was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. No corrective or preventative actions are required.

Event description:
Edwards has learned that the patient expired on postoperative day one (1) due to multiple organ failure. The surgeon reported that the device did not cause or contribute to the event.